Event description:
Healthcare professional additionally reported that the patient experienced ¿abscess, biofilm, erythema, and tenderness on the lower right cheek. Treatment with antibiotics and kenalog were provided. ¿hyaluronidase¿ was administered a total of 6 times. The symptoms resolved the day of the last hyaluronidase treatment, (B)(6) 2017.

Manufacturer narrative:
(B)(4). Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of indurated, uncomfortable, painful, swelling, pus, and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported events as follows: warnings product use at specific sites in which an active inflammatory process (skin eruptions such as cysts, pimples, rashes, or hives) or infection is present should be deferred until the underlying process has been controlled. Precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events: treatment site responses by maximum severity occurring in >5% of subjects after initial treatment with juvéderm voluma® xc, possible treatment site responses include: tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Postmarket surveillance: the following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery.

Event description:
Patient reported they were injected to the cheekbones, nasolabial folds, and marionette lines with 3 syringes of juvéderm voluma® xc. Two weeks later the right side marionette line became indurated and uncomfortable and increased in size and became painful. The patient experienced fluctuant swelling of the right side marionette lines and "recurrent infection." A physician incised and drained the right side marionette line about a month after injection, and the patient was put on a course of doxycycline. After 3 days the symptoms got worse and the physician drained and incised the area again. The patient was prescribed metronidazole. The pus was sent for culture and came back mixed skin flora. The symptoms have not resolved.